Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and became unreadable. Customer's blood glucose level was 170mg/dl. Reportedly, customer continued to use pump for insulin therapy until a replacement arrives.